Event description:
Per the clinic, the patient initially experienced meaningful hearing benefit but subsequently reported only vibration sensations from the implant. The patient has bilateral Mondini malformation, a congenital inner ear abnormality, and the atypical cochlear anatomy may have limited effective neural stimulation and contributed to suboptimal electrode placement or a poor electrode-neural interface. Due to the lack of sustained benefit, the patient discontinued use of the device. The device was subsequently explanted on (b)(6) 2026, and the patient was reimplanted with another cochlear implant during the same surgical procedure.

Manufacturer narrative:
Device analysis indicated device failure. Device Analysis Report attached.